Manufacturer narrative:
(B)(4). Batch # p9371y. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present and a small piece was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the tissue pad was peeled off. The pieces were not left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.